Event description:
International affiliate reports the surgeon tried to do the definitive closure with a viper2 final tightener driver and a viper2 final tightener handle using an anti-torque device to prevent breakage of the pedicle from twisting. At the close of the first screw, unanticipated resistance was felt when tightening and finally the tip of the viper2 final tightener driver broke off inside a set screw that had been tightened within a pedicle screw. This process was repeated with the other screw and the same problem was observed. The affiliate reports the viper2 final tightener handle did not limit the force or click off as expected during screw tightening. An expedium torque wrench handle and other drivers were used to the complete the procedure. Affiliate reports no health risks to the patient and there was no delay. The following mfg. Medwatch reports are being filed for the two viper2 final tightener drivers with broken tips and the viper2 final tightener handle onto which force was applied which may have caused or contributed to the driver tip breakage. 1526439-2014-11670, 1526439-2014-11671, 1526439-2014-11672.

Manufacturer narrative:
The viper2 final tightener handle was returned for evaluation. Visual inspection found no apparent damage. Torque testing could not be facilitated as the device was seized and would not rotate about its axis. Tear down of the wrench revealed that the internal ring gear was fractured into two pieces. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the viper2 torque handle was conducted on the specific code from the complaint as there is no device family for this instrument. This analysis found no systemic trends that require further action. The root cause of the wrench seizing cannot be positively determined however it is likely that the fractured ring gear resulted in a loss of torque limiting ability which in turn resulted in fracture of the distal tips of the driver shafts. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of these devices that could have contributed to the problem reported by the customer and there has been no systemic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.